Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent breast augmentation revision with two 225cc mentor siltex round moderate profile saline breast prostheses in 2010, suffered right breast implant deflation post-operatively. As a result, the patient underwent removal and replacement with a 150cc mentor siltex round moderate profile saline breast prosthesis (catalog: 3542615 lot: 6404972 sn: (B)(4) on (B)(6) 2012.